Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a clinical surgical representative (csr) called into technical support during a procedure to report that the customer observed a question mark on the vio where the arm number should be shown. The issue resolved when they power cycle the erbe. The csr stated that the customer ensured good instrument cords. The system logs show erbe vio error m-02 indicating an erbe vio module timed out. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system functionality was checked upon powering on the system and was working with no errors. There was a delay due to the restart of the system and the procedure was completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue and replaced the erbe generator unit to correct the issue. The system was tested and verified as ready for use. Isi received the erbe generator unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. Fa identified the erbe displays question mark at instrument connection) error m-02-3 and 1-47 during boot up. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a liver resection procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the erbe was replaced upon evaluation from the field service engineer after the start of the procedure even though the surgeon was able to continue with the procedure robotically after clearing the errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.